Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 5 events were reported for this quarter.   Product return status: 4 devices were received. 1 device was not available for evaluation.   Event confirmation status: 4 reported events were confirmed; the cause traced to component failure. Evaluation results: 3 devices were found to be affected by internal corrosion. 1 device was found to be affected by compromised lubrication.   Additional information: 5 devices were not labeled for single-use. 5 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device had a broken cutting accessory still attached. 3 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.